Event description:
The pump was returned for investigation. Investigation revealed a damaged battery cap and a dim and discolored display. This report is made based on results of investigation completed on 01/14/2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/14/2015 with the following findings: during a visual inspection of the pump, the battery cap was observed to be damaged. A test cap secured properly to the pump and was used to complete investigation. During testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to these issues, the keypad cover was observed to be torn, and the bolus button cover was detached and missing. (B)(6).